Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. A manual insulin injection as well as correction bolus from pump was administered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.